Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eighteen (18) units of one-link needle free extension sets would not allow any fluid to pass through the tubing. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : one (1) used sample and seventeen (17) companion samples were returned for evaluation. Visual inspection was performed on all samples and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issue were noted during pressure testing and clear passage testing for 17 samples; however, one (1) sample failed clear passage testing as there was a blockage observed between the small bore two piece luer and the tubing. The reported condition was verified for 1 sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.